Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .169 - .343 in length and was not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the tenaculum forceps instrument broke when the surgeon was manipulating the uterus. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.